Event description:
A malfunction alarm identified as malfunction code 9 was reported, with no notable events occurring prior to the issue, and there was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump.